Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. The right atrial (ra) lead exhibited oversensing of far field r-wave (ffrw) on episode and current electrograms (egm) that could affect mode switch operation, high threshold since lead implant and low p-wave were also observed. It was later noted that the ra lead had dislodged. The ra lead was revised and remains in use. No further patient complications have been reported as a result of this event.